Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9, d10 (concomitant). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Product description- altrx neut 32idx50od. Product code-122132050. Lot no- m34x28. Quantity of manufactured- (B)(4). Date of manufacturing-2023-05-02. Expiry date-2028-04-30. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: product description- altrx neut 32idx50od. Product code-122132050. Lot no- m34x28. Quantity of manufactured - (B)(4) date of manufacturing-2023-05-02. Expiry date-2028-04-30. Device history review: a manufacturing record evaluation was performed for the finished device [lot/serial/batch] number, and no non-conformances / manufacturing irregularities were identified.

Event description:
Additional information are as follows: 1.) We have the explants (inlay, socket and prosthesis head) and the patient's consent to pass on the prosthesis. 2.) Please refer to the attached extract from the patient file for the information you requested about the prosthesis parts used. 3.) During the revision operation, the operating time was significantly extended because the socket in place was damaged by the resulting abrasion to such an extent that the indication was made to replace the socket. The firmly anchored socket then resulted in a fracture of the ischium and a defect in the socket floor and the dorsocranial socket recess, so that we decided intraoperatively to implant a placeholder and a two-stage procedure. The revision with cancellous bone and socket roof plasty and implantation of a multi-hole socket took place a week later. 4.) The affected side is the right. 5.) The inserted pinnacle socket was so damaged by direct contact with the ceramic head that a socket replacement was necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: hcp is reporting to nca/bfarm: "patient with condition after cement-free hip prosthesis implantation in our clinic on (B)(6) 2023. Regular postoperative course. Representation on (B)(6) 2025 with new joint noises. CT and x-ray diagnostics showed a suspected inlay dislocation. Revision surgery on (B)(6) 2025 revealed that the inlay was fractured and dislocated." The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device did found that the altrx neut 32idx50od shows signs of fracture. Furthermore the rim of the altrx neut 32idx50od has 4 out of the 6 anti-rotation device (ard) tabs sheared off. Not all the fractured fragments were returned for evaluation. Additionally, the altrx neut 32idx50odappeared to have been edge loaded causing eccentric deformation in the rim of the device and ultimately contributing to the failure of the anti-rotation devices (ards). Based on the observed conditions of the altrx neut 32idx50od the ceramic head and the cup it is reasonable to conclude that a disassociation event occurred. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors that may influence eccentric loading. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. A manufacturing record evaluation was performed for the finished device product description: altrx neut 32idx50od product code: 122132050 lot number: m34x28 and no non-conformances or manufacturing irregularities were identified. The overall complaint was confirmed as the observed condition of the altrx neut 32idx50od would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot:1) quantity manufactured: 40. 2) date of manufacture: 05/02/2023. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: (B)(6) 2028. 5) IFU reference: (B)(4). Device history review: 1) quantity manufactured: 40. 2) date of manufacture: 05/02/2023. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: (B)(6) 2028. 5) IFU reference: (B)(4) . H11 additional narrative: corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Added: d10. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Hcp is reporting to nca/bfarm: "patient with condition after cement-free hip prosthesis implantation in our clinic on (B)(6) 2023. Regular postoperative course. Representation on (B)(6) 2025 with new joint noises. CT and x-ray diagnostics showed a suspected inlay dislocation. Revision surgery on (B)(6) 2025 revealed that the inlay was fractured and dislocated."

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.